Manufacturer narrative:
The system will continue to be monitored at this time. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient presented due to beeping tones. Interrogation found high out of range shock impedance measurements had again been detected. Shock impedances were out of range with the proximal coil in the shocking vector but within range when checking distal coil to can. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The system was tested with a 1.1 joule shock and a 21 joule shock. Impedance measurements were 62 and 55 ohms respectively. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.